Event description:
It was reported that on (B)(6) 2017, a patient was treated for an abdominal aortic aneurysm with a gore® excluder® device paired with the gore® c3® delivery system. On an unknown date, an explant of implanted devices was planned to treat aneurysm sac expansion. Gore was notified of the planned explant on (B)(6) 2023. The explant was scheduled for (B)(6) 2023. It is unknown whether this explant was completed. Additional information regarding the event has been requested from the physician but has not been provided.

Manufacturer narrative:
The serial number remains unknown. Therefore, a review of the manufacturing records could not be performed. The location of the device is unknown. Therefore, a device evaluation could not be performed. Imaging series have been requested, but were not disclosed to gore. Therefore, an imaging evaluation could not be performed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to aneurysm enlargement.

Event description:
It was reported that on (B)(6) 2017, a patient was treated for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. An explant of implanted devices was planned for (B)(6) 2023 to treat aneurysm sac expansion. It is unknown whether this explant was completed. Additional information regarding the event has been requested from the physician but has not been provided.

Manufacturer narrative:
A patient ID has not been provided. A manufacturer place holder is given instead. The device remains implanted but an explant has been planned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2017, a patient was treated for an abdominal aortic aneurysm with a gore® excluder® device paired with the gore® c3® delivery system. On an unknown date, it was decided that the device needed to be explanted due to aneurysm growth.